Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified left anterior descending artery. A 2.25x16mm promus premier¿ stent was advanced to treat the lesion; however, the device was unable to cross the lesion. The physician took out the device and placed another balloon back in and predilated a little bit more. When the physician put back the stent, it was noticed that the balloon was damaged and stent struts were sticking up the procedure was completed with a 2.25x16 promus premier¿ stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).